Event description:
It was reported that this inflatable penile prosthesis was removed as it suddenly stopped working. Upon explant, the outer fabric layer on one of the cylinders had degraded. A new inflatable penile prosthesis was implanted. No patient complications were reported.